Event description:
It was reported that an alert for non-sustained lead noise was received via remote transmission. At the in-clinic follow-up loss of rv capture was observed on the stored egm. In-clinic a high capture threshold was noted. Subsequently the patient went to the emergency room after engaging in physical activity and started to feel painful symptoms of heart failure. X-rays and an echocardiogram were performed and the patient was released. After further pain and new onset of atrial fibrillation an echo showed mild to moderate pericardial effusion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.